Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the atrial lead exhibited loss of sensing, low impedance, and high threshold. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.